Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Initial reporter name and address. Zip code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: deflation: observed because there is no fluid inside the shell but cannot be confirmed an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.